Event description:
The explanted generator was received for analysis. Analysis is currently underway but has not been completed and approved to date.

Event description:
It was reported that the patient was hospitalized for the generator revision.

Manufacturer narrative:
B5. Describe event or problem .b6. Relevant tests/laboratory data, including dates, and f10. Adverse event impact codes, corrected data: hospitalization inadvertently omitted from supplemental MDR 1.

Event description:
It was reported that the generator was explanted. It was noted that severity of the event was mild and was noted to be possibly related to implant procedure and stimulation. Treatment was within drawn and the patient has recovered. The explanted device has not been received for analysis to date.

Manufacturer narrative:
H6, adverse event problems, corrected data: the initial MDR inadvertently reported c0203 instead of c1202 and d0301 instead of d01

Event description:
Product analysis (pa) was completed on the returned generator. High impedance was not duplicated in the pa lab. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The generator was monitored for 24 hours in a simulated body temperature environment. The generator provided the intended output current for the entirety of the monitoring period. A comprehensive electrical evaluation showed that the device performed according to functional specifications. No anomalies were identified.

Event description:
It was reported that a study patient has high impedance of 5437 ohms. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generators compared to those reported by model 103-106 generators. As indicated in the physicians manual, high lead impedance (62;/=5300 ohms), in the absence of other device related complications, is not an indication of a lead or generator malfunction this event is consistent with this investigation. The generators manufacturers device history records was reviewed. The generator passed final functional and quality specifications prior to release. No further relevant information has been received to date.